Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level in the 400's mg/dl range. Reportedly, the cause of the high bg was due to multiple kinked cannulas on a non-tandem infusion set. The infusion set brand and manufacture was not provided. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.